Manufacturer narrative:
Zoll autopulse platform will not be returning for further investigation. A supplemental report will be filed when the product is returned and investigation has been completed. Per zoll medical safety assessment: chest compression, as a part of cardiopulmonary resuscitation (CPR), has a high rate of patient adverse events. Common internal organ injuries (liver and spleen), and common clinical events secondary to those injuries are expected adverse event for both manual and mechanical cprs. The chest compression generated by the autopulse system may lead to an injury profile that is no worse than manual CPR. Similarly, a randomized trial of manual CPR and phased manual plus autopulse CPR found no difference in cardiac, pulmonary or cerebral damage. Complications in autopulse-treated patients occurred at a rate not exceeding that of manual CPR. The 2015 aha guidelines update for CPR reemphasized the importance of high-quality chest compressions, and recommends to ensure adequate compression rates and adequate compression depth. Injuries due to chest compression are common but acceptable consequences of manual and mechanical CPR. Concern for injuries that may complicate CPR should not impede prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim is death. In this case, a patient suffered from a liver rupture and subsequent internal bleeding after autopulse platform (sn unknown) was used. After an emergency operation, the patient expired in the ICU. The customer didn't provide the information if manual CPR was applied on this patient or not. The reason for resuscitation is unknown. Base on the available information, the event of liver rupture was serious because it led to death, and it possibly related to the autopulse device since the connection of the reported injury to using autopulse cannot be ruled out.

Event description:
On (B)(6) 2018, a zoll (B)(4) representative received an inquiry from the dutch healthcare inspectorate regarding an alleged autopulse platform (sn unknown) incident that took place on (B)(6) 2018, where a patient suffered from a liver rupture and subsequent internal bleeding. After an emergency operation, the patient expired in the ICU. The inspectorate claims that the customer told zoll (B)(4) about the incident and why the adverse event was never reported. Zoll (B)(4) confirmed that the customer did call and asked to download and check the archive data on the platform but did not mention of the adverse event. The archive data review revealed that the platform was not used on (B)(6) 2018.

Manufacturer narrative:
This supplemental report is to provide correction of the initial reporter information.